Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'setup, 1, 4 and 7 keys inoperable' which was reproduced during testing. The reported condition was verified. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the setup, 1, 4 and 7 keys on the keypad of a spectrum pump were inoperable. The problem was discovered in the emergency room during an unspecified process step. There was no patient involvement. No additional information is available.